Event description:
It was reported that the 2600 system intermittently displays various motion errors. This problem could not be duplicated. No patient was harmed.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the sensor interface pcb and ran the system for 15 minutes. The system functions as intended.